Event description:
Pt s/p total vaginal hysterectomy with anterior, posterior, and enterocele repair as well as cystoscopy was undergoing bladder trial on day of discharge when "balloon on foley catheter burst while still in pt; sterile water was being inserted into catheter through blue side port when catheter "popped"; pt jumped at that time, 100 ml had been inserted, foley was then removed, obtained 8-10 ml of clear fluid from bulb, bulb was not intact upon removal of catheter, no direct injury noted at that time. Pt reported minor discomfort at that time, no pain meds required" nurse reports she was using a 20 ml syringe to instill 300 ml into the bladder, and was on her 5th syringe-full when the balloon ruptured.